Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a bladder suspension procedure, the tip of the instrument broke off. The surgeon applied another device. The hosp reported that no pt injury had occurred.